Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased from a fill estimate of over 180 units to an inaccurate fill estimate of over 60 units. Reportedly, the cartridge was filled with 300 units of insulin. Although requested, the customer declined to perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.